Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome after revision surgery was successful as intended for all screw placements. There was no harm or negative effect to the patient due to the incorrect placement of screws during the initial surgery, neither due to the repeat of surgery/anesthesia. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cortex or blood vessels) due to the apparent inaccuracy/implant placements at the initial surgery. There was no delay of surgery / anesthesia at the initial surgery reported due to this issue. There were no further remedial actions necessary, done or planned for this patient. Hospitalization was not reported prolonged either. Additionally, the method used by the surgeon (navigating the brainlab pointer only, and use of non-brainlab probe and screwdriver without calibration to navigation) might have also contributed to the issue. Besides the brainlab pointer, no other instrument was navigated and tracked by the navigation system. The non-brainlab probe and screwdriver used to open the pedicle and place screws were not navigated, not tracked and not displayed in the navigation software, i.e. Not displayed in real time in relation to the pre-surgery (registration) image. The surgeon only used the display of the navigated brainlab pointer in relation to the registration image to plan his approaches, likely by adding an offset (attempting to represent invasive instruments like probe or screwdriver). The surgeon then only could 'remember' and 'follow' the former seen trajectory on the pre-surgery image set when using the navigated pointer and used it to advance the non-navigated and non-tracked non-brainlab probe and screwdriver, which may have deviated once inside the patient anatomy. Also the depth of such screw placement cannot be visualized with navigation. The relative movement of vertebrae could have as noted above, additionally led to a resulting deviation of the pedicle screw placements after the non-navigated instruments had followed a less than ideal trajectory. For this possible additional deviation during use of the non-navigated non-brainlab invasive instruments, the brainlab navigation could not and did not contribute. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for lumbar fusion from l2 to and including l5 (4 levels) for placement of 8 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the drapelink reference matrix adaptor to the 3d c-arm for automatic image registration of the 3d fluoroscopy scan to navigation. Attached the radiolucent navigation reference array with the extender on l5. Performed a 3d fluoroscopy scan using the 3d c-arm scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used the navigated brainlab pointer and non-navigated, non-brainlab probe and screwdriver to place the 8 screws. Completed the surgery and closed the patient. A post-operative CT scan was performed 7 days later on (B)(6) 2019, which indicated that 2 screws were misplaced into the disc space superior from intended position on the right side for l2 and l3. A revision surgery (without brainlab navigation) was planned for this patient and took place on (B)(6) 2019 to correct these screw placements. All screws were placed correctly as intended following revision surgery; revision surgery outcome was successful. According to the surgeon: the final outcome after revision surgery was successful as intended for all screw placements. There was no harm or negative effect to the patient due to the incorrect placement of screws during the initial surgery, neither due to the repeat of surgery/anesthesia. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cortex or blood vessels) due to the apparent inaccuracy/implant placements at the initial surgery. There was no delay of surgery / anesthesia at the initial surgery reported due to this issue. There were no further remedial actions necessary, done or planned for this patient. Hospitalization was not reported prolonged either.